Event description:
It was reported that this pacemaker exhibited noise. Technical services (ts) was consulted and discussed that this was likely external noise/artefact as it was across both leads with multiple events at a similar time period. Additionally, oversensing on the ventricular channel was observed. This device was scheduled for a routine changeout procedure. Ts discussed that it may be prudent to review the lead position during the procedure. Lead diagnostics appear stable in the past year. No adverse patient effects were reported. This device remains in service.